Event description:
The customer reported having problems downloading his new insulin pump. Advised the caller if he is using windows 8 he will need to run off the desktop file. Assisted the caller through upload steps and found that the caller received transfer failed at 98%. Explained the customer that the device would be replaced. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. (B)(4).